Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the distal tip of the embolization coil was outside the introducer sheath. Further evaluation revealed that the pusher assembly ddt was fractured on the proximal end of the pusher assembly, and the embolization coil was detached from the pusher assembly. This damage was likely a result of forceful retraction against resistance. The root cause of the coil becoming stuck in the distal tip of the introducer sheath could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a non-penumbra microcatheter. During the procedure, the microcatheter began kicking out of the target lesion before the pod coil was advanced out of the microcatheter. While retrieving the pod coil, resistance was encountered and the coil became stuck when approximately one centimeter of the distal tip of the pod coil remained outside of its introducer sheath. Subsequently, the physician noticed the coil had become detached within its introducer sheath. Therefore, the pod coil was completely removed from the procedure. It was also reported that damage occurred to the distal tip of the pod coil; however, it is unknown when the damage occurred. The procedure was completed using four ruby coils, one pod packing coil (pod pc) and the same microcatheter. There was no report of an adverse effect to the patient.